Event description:
It was reported the patient presented to the emergency room with a fever, shortness of breath, and weakness. The patient had a methicillin-resistant staphylococcus aureus (mrsa) bacteremia sepsis infection. The biventricular implantable cardioverter defibrillator system was explanted on (B)(6) 2021 and the patient was recovering post-procedure. The system was then replaced on (B)(6) 2021.

Event description:
New information received notes that the patient was in stable condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.